Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced pain and bleeding. The patient inserted a new sensor in her arm and immediately experienced pain and heavy bleeding, leading her to remove the sensor early. She applied pressure and repeatedly re-bandaged the site (10 times), but the bleeding continued for approximately two hours. The patient mentioned that she was taking routine blood thinner medication (prasugrel) at the time of the event. Concerned, she then went to the emergency department (ed), where the bleeding persisted and required two sutures for control. She was discharged with a prescription for a course of oral antibiotic medication prophylactic (cephalexin, unspecified pills/tablets three times daily for 14 days) and reported continued pain at the site. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.